Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, a suprarenal aortic extension, a limb stent graft, and an ovation iliac limb. The reported use of an ovation limb with afx devices is outside the instructions for use. A follow up computed tomography (CT) done on (B)(6) 2017 showed an unknown endoleak. To date a secondary intervention has not been reported to endologix. The patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were evidence to support the following reported events; endoleak type ib of the right iliac limb and endoleak type iiib of the main body. Additionally there was evidence to reasonably support the following observations; blood loss, aneurysm sac enlargement, dilation of the main body, and secondary procedure to reline with an ovation device. The most likely cause of the compromised stent graft integrity was related to balloon dilation during implant, repetitive and aggressive balloon dilatations for treatment of an endoleak. No known procedure or anatomy related issues were determined. Additionally, no related off label or cautionary product use conditions contributed to the event. Associated clinical harms for this device failure included: type iiib endoleak, aneurysm sac growth, and a secondary endovascular procedure-relined with an ovation graft. The most likely cause of the loss of seal was related to the right common iliac artery aneurysm. It was also likely related to user related issue of the right iliac limb placed into an aneurysmal and tortuous (90 degree angled) common iliac artery. No known procedure or device related issues were determined. Additionally, the aneurysmal (off label) and tortuous (cautionary product use) right common iliac artery conditions contributed to the event. Associated clinical harms for this device failure included: type 1b endoleak. The final patient disposition was unknown. The review of manufacturing lot confirmed all devices met specifications prior to release. Device was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.